Event description:
My wife was sleeping and had the heating pad laying over her. She woke up to something hot and smelling something burning. The heating pad controller overheated and melted. I do have a picture of the melted controller. Sunbeam heating pad# cat95c. (B)(4).